Event description:
It was reported that probe burned the outside of the patient shoulder. Was the size of a nickel. The black plastic part was melted, and doctor reported that the black plastic was hot to touch.

Manufacturer narrative:
Additional information will be provided once investigation is completed.